Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: e1 (event site telephone). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Complaint ID: (B)(4).

Manufacturer narrative:
Additional information: (B)(6). A supplemental report will be submitted upon completion of our investigation. Reference ID: (B)(4).

Event description:
It was reported that during a angiogram performed, the cardiologist decided to insert a iab. A sensation plus 40cc was used, without any difficulties with insertion through the sheath supplied in the insertion tray of the balloon. Once the balloon was in position and they wanted to start the therapy, the pump gave a fibre optic sensor failure alarm and no ap waveform was visible on the pump. There was no injury or harm reported to the patient.